Event description:
Home patient (hp) reports a leak in the tubing of the pt extension line. Noted during initial drain. Hp did not discontinue treatment, however, extension set was replaced. No pt injury or medical intervention reported by hp.